Manufacturer narrative:
Tracking number: (B)(4). Batch # (B)(4). The analysis results found that the nslg2c45a device was returned outside its package; only the tyvek was returned. A picture of the sample was received. Upon visual inspection of the pictures, it appears that the tyvek of the device was used to package the device. Upon inspection of the tyvek it was confirmed that the information on the label did not match with the product received; a nslg2s45a tyvek was utilized to pack a nslg2c45a device. This condition is related to our packaging process. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that before a lap robotic prostatectomy, it was found that ¿nslg2s45a¿ was printed on the tyvek of the nslg2c45a. The packaged product was nslg2c45a. The outer box was nslg2c45a. The surgeon wanted to use a curved device, so the device was used to complete the case. There were no adverse consequences to the patient.